Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed severe explantation damages such as deformations of the shock coils, a deformed fixation helix and a deformed lead body at the distal area. Based on the symptoms, it is reasonable to assume that these damages occurred due to tensile forces applied during the explantation procedure. Due to the damages, a mechanical inspection of the lead was not properly feasible. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The physician chose to replace this system after both leads became dislodged twice. This device was replaced with three epicardial leads. Should additional information become available, this file will be updated.